Manufacturer narrative:
As reported, the simpulse solo device battery holder clip broken off at one end. There was no reported patient injury. The most probable root cause for a broken battery clip to present may be related to a manufacturing issue, damage in transit, or user interface/ handling the device prior to use. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is provided as an estimate based on the date of awareness. Not returned.

Event description:
As reported, during an unknown procedure, the bard/davol simpulse solo device battery holder clip was broken off at one end. There was no reported patient injury.